Manufacturer narrative:
Product ID: 3587a, lot# la0067, implanted: (B)(6) 2001, product type: lead. Product ID: 3587a, lot# la0067, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
It was reported there was a broken lead which was confirmed through x-ray on (B)(6) 2005. No other information was reported. It was later reported the broken lead was replaced in 2005.